Event description:
The initial surgery was done with the plate of competitive company for the fracture of proximal tibia. After the surgery, two screws were found broken just below the screw head. The doctor thinks that the bone union is not enough, so another surgery to remove the broken screws is under consideration. We can not confirm which two screws are broken.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.